Event description:
It was reported that an asymptomatic patient presented via remote transmission. Post paced t-wave caused episodes of nonsustained right ventricular oversensing. The implantable cardioverter defibrillator was reprogrammed to resolve the issue. No patient symptoms were reported and will be monitored.